Manufacturer narrative:
Concomitant products : dtba1d1 ICD implanted (B)(6) 2016, 4076-58 lead implanted (B)(6) 2011. Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was below the expected lower range.

Event description:
It was reported that the left ventricular lead had low pacing impedance and an alert was triggered. The lead remains in use. No patient complications have been reported as a result of this event.